Event description:
It was reported that the patient has developed stiffness in the left knee approximately two and a half years following left knee arthroplasty. The patient¿s surgeon believes the patient may require a manipulation to address the reported stiffness. No additional patient consequences were reported relevant to this complaint. Initial operative notes were provided, which did not identify any intraoperative complications or significant findings.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
The product was evaluated through manufacturing review, however, the reported event could not be confirmed. X-rays provided identified that the overall fit and alignment of the implants appeared anatomic. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices - vanguard cruciate retaining femoral component left 65mm, catalog #: 183028, lot #: j3720511; biomet cc I-beam tibial tray 71mm, catalog #: 141223, lot #: j3716585; biomet arcom patella 34mm, catalog #: 11-150828, lot #: 090920; palacos rg 1x40 single bone cement, catalog #: 00111314001, lot #: 81484445. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the devices in question remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient, please see all reports associated with this event: 0001825034-2019-00334. Investigation incomplete.

Event description:
It was reported that the patient has developed stiffness in the left knee approximately two and a half years following left knee arthroplasty. The patient¿s surgeon believes the patient may require a manipulation to address the reported stiffness. No additional patient consequences were reported.